Event description:
An advia centaur xp sample barcode reader incorrectly read an hcg patient sample barcode. The correct number was (B)(4). The label was read as (B)(4). The customer successfully scanned the sample on the same instrument and on two other advia centaur xp systems. No incorrect result was reported. There is no known report of adverse health consequences or patient intervention due to the incorrectly read hcg patient sample barcode.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2012-00116 on april 11th, 2012. August 7th, 2012 additional information: siemens has investigated this issue and found that the misreads were due to customer-produced labels that were poorly printed or applied. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer to evaluate the instrument and data. The fse checked the sample barcode reader calibrations and found no issues. The fse also ran 10 different sample barcode labels from both the normal load position and the stat load position with no read issues. The fse ran the same 10 sample barcode labels on two other centaur xp systems and compared the scan results with this system. They all matched. Siemens is currently investigating this issue.